Event description:
Device has been explanted and replaced.

Event description:
Healthcare provider reported "findings for suspicion of left breast implant rupture on mammogram." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as surgical impact opening. Shell thickness within specification. Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported "findings for suspicion of left breast implant rupture on mammogram." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.